Event description:
It was reported by a customer that on (B)(6) 2011, the fiber was damaged at the tip and the fiber was not firing at the right place at 28,510 joules. Per the customer, the fiber tip was not broken off. No pt injury was reported.